Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 510 mg/dl. Blood glucose level at the time of the call was 355 mg/dl. Customer treated the high readings with insulin pen and insulin pump. The customer also reported getting air bubbles at the end of the tubing. During troubleshooting, the customer was able to remove the air bubbles. Customer was asked to change the infusion set. When customer removed the infusion set it had a bent cannula which may have caused for the high readings. Customer declined to continue to troubleshooting. Customer was advised to change entire set, reservoir and insulin and treat per healthcare provider's instructions. The product will not be returned for analysis.